Event description:
The recipient is reportedly experiencing no response to stimulation and possible loss of auditory sensation. The recipient was prescribed antibiotics prophylactically. Programming adjustments were made. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient is a non user of the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments were made however the issue did not resolve. The recipient is not a candidate for revision surgery due to age. The device remains in situ. The recipient will be a non user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.